Event description:
During a follow-up, episodes of noise which resulted in oversensing were noted on the right ventricular (rv) lead. Reprogramming was performed to resolve the event. The patient was stable and will continue to be monitored.